Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Medical history: urinary stress incontinence, cystourethrocele

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary frequency and urinary urgency.

Manufacturer narrative:
Urinary tract infection. It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced obstruction and discomfort.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh excision on (B)(6) 2012. No additional information was provided.